Event description:
Follow up information identified the patient is experiencing random overstimulation sensations from the ipg regardless whether the device was turned on or off or movement. The patient reports she stopped recharging the ipg and the sensations stopped. The sjm representative interrogated the ipg and lead diagnostics revealed no anomalies and in addition the ipg was operable. The patient requested an explant. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing an uncomfortable sensation at the ipg site when stimulation is turned on and off. The patient declined troubleshooting and wishes to be explanted. Surgical intervention may be pending to address this issue.